Event description:
According to the customer, during a coronary artery bypass graft procedure on (B)(6) 2023 the "plastic tip separated from the metal shaft" of the "intracardiac sucker" and "fell into the patient".

Manufacturer narrative:
According to the customer, during a coronary artery bypass graft procedure on (B)(6) 2023 the "plastic tip separated from the metal shaft" of the "intracardiac sucker" and "fell into the patient". The customer reported surgeon removed the tip from the patient and was able to account for all the "dislodged parts". According to the customer there was no serious injury identified, follow up care needed, or medical intervention required related to the reported incident. The customer reported the procedure was able to be completed. No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.